Event description:
Patient was revised due to osteolysis. X-rays showed a great deal of osteolysis. When patient was revised it was discovered that the anterior locking mechanism had broken off causing the tibial insert to become loose.